Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during medicine application of bd solomed¿ 5ml syringe with needle the lock of the syringe broke.

Event description:
It was reported that during medicine application of bd solomed¿ 5ml syringe with needle the lock of the syringe broke.

Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. Based on sample evaluation and the incident description it is not possible confirm the complaint. It is possible verify the activation of the plunger was occurred during the medicament application, which is related at security syringe function. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process.